Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. Warfarin and 81 mg of aspirin was prescribed for 6 weeks after implant. The 81 mg of aspirin was held for a few days post op due to the concern for gastrointestinal bleeding but was then restarted. At the 6-week follow-up appointment, warfarin was stopped and 75mg of plavix was started. The patient was to remain on plavix for a year; however, it was stopped (B)(6) 2019 due to weakness and dyspnea. The 81 mg of aspirin continued. Approximately 23 months post implant, the patient was admitted for other reasons and a device related thrombus was noted. The patient was admitted after undergoing computed tomography pulmonary embolus (ctpe) for dyspnea which identified the left atrial thrombus attached to the device. The patient underwent a transthoracic echocardiogram (tte) that was not definitive in terms of evaluating the left atrium for identification of the reported thrombus. The patient was initiated on heparin and later transitioned to apixaban 5 mg twice daily. The decision was made not to load patient with 10 mg for 5 days given age and risk factors for bleeding. The patient was able to undergo a transesophageal echocardiogram (tee) for better visualization of the left atrium. The tee revealed a non-mobile device-related thrombus measuring 2.4 x 1.4 cm. The patient will continue apixaban with further follow-up in the cardiology clinic. The patient will have repeat transesophageal echocardiogram in 6 weeks for evaluation of the left atrial thrombus.